Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s sister reported via phone call that the pump had a stuck button alarm. Customer¿s blood glucose was 86 mg/dl at the time of incident. Customer reports that insulin pump was not exposed to a change altitude. Customer stated they did not press a button down for 3 minutes or longer. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.